Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer needed to press the wake button with force multiple times, with the use of two fingers before the screen turned on. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.